Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Via email: the customer had recently an issue with a product. Description of the incident: the tip of the needle with the beveled end remained in the user's abdomen during the ascites puncture. The needle was probably broken. Several manipulations had to be performed to remove the part from the abdomen. Note that there was no breakage on the packaging or on the box. Consequences: significant risk for the user to have unnecessary surgery to remove the needle tip from the abdomen. For the moment we have withdrawn the affected batch since the event has never happened before.

Event description:
Via email: the customer had recently an issue with a product. Description of the incident: the tip of the needle with the beveled end remained in the user's abdomen during the ascites puncture. The needle was probably broken. Several manipulations had to be performed to remove the part from the abdomen. Note that there was no breakage on the packaging or on the box. Consequences: significant risk for the user to have unnecessary surgery to remove the needle tip from the abdomen. For the moment we have withdrawn the affected batch since the event has never happened before.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. One sample was received for evaluation. The investigation could not confirm the reported failure mode through sample analysis. The provided sample was visually inspected and measured for bevel length and tip geometry. The returned sample meet all specifications. Additionally, 5 photos were provided for evaluation. The customer provided photographs show some point damage to the needle. Analysis of the customer provided photograph was able to confirm the reported failure mode (damaged needle). Device history record reviews for lot 0001239838 did not identify any manufacturing defects or issues that may have contributed to the reported failure. The investigation was unable to confirm the reported failure mode through analysis of the physical sample. The investigation was able to confirm the failure mode through analysis of the customer provided photographs (needle point damage). However, all needles are 100% visually inspected prior to leaving the facility, all raw materials passed for conformity to required specifications and the device history review identified no manufacturing defects. Therefore a probable root cause cannot be determined for the manufacturing site at this time. Since no probable root cause could be identified, no corrective or preventive actions will be implemented at this time. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text : see manufacture narrative.